Event description:
On (B)(6) 2011: at 2304 check band alarm while in nursery. Band on ok, sensor on ankle. Adjusted. On (B)(6) 2011: at 2330 check band alarm. Baby in nursery. Band and sensor adjusted. On (B)(6) 2011: at 2346 check band alarm while in nursery. Adjusted. New band applied. On (B)(6) 2011: at 0003 check band alarm while in nursery. New band and new sensor applied. Numerous alarms despite new banding and sensor applications. Exp date: sensors 0912.